Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. E3 initial reporter occupation: lawyer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical record, revision notes stated that there was some adhesions which were released. Synovial fluid was identified and cultured. Metallic wear debris was thought to be due to displaced locking ring. There was breaking of the posterior lip of the constrained liner. There was fracturing of the rim of the liner and assumed there was levering.

Event description:
Medical records received. A 68-year-old female patient received a right hip revision to treat dislocation and liner disassociation secondary to a pelvic fracture caused by a fall. Upon entering the joint, the surgeon identified and debrided metallosis caused by metal debris. The liner was disassociated due to locking mechanism failure and fractured, causing the femoral head to articulate on the cup causing metal debris. All fragments of the liner were removed, and the worn femoral head was revised. The cup and stem were well-fixed and retained. The patient received another articuleze femoral head and pinnacle constrained liner with a locking ring. During hip reduction, the surgeon identified some impingement that he deemed appropriate for the patient. The procedure was completed without complications. Of note: treatment for the pelvic fracture was not included in the operative notes or medical records. Doi: (B)(6) 2008 dor: (B)(6) 2017 (head and liner due to armd: (B)(4)) dor; (B)(6) 2018 (head and liner due to dislocation and disassociation: (B)(4)) dor: (B)(6) 2019 (head and liner due to dislocation and disassociation) right hip

Manufacturer narrative:
Product complaint # ==>(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 health effect - clinical code if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a2

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update:07-oct-2022. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Ppf and medical records received. Ppf alleges abductor muscle repair and dislocation with closed reduction. Doi: (B)(6) 2017; dor: (B)(6) 2018; right hip.